Event description:
Had becker low bleed silicone implants after double mastectomy, started having hands and feet pain that turned into joint pain and bone pain, water retention in hand, feet and legs, dry eyes, sores in nose, forgetfulness, light headed, fatigue and other symptoms.